Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze during a pacemaker follow-up session. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would freeze during use. It was indicated that the stylus was slow to follow the cursor. It was also indicated that a keyboard hinge was broken and that the fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.